Event description:
(B)(4). I got pregnant for the first time after essure, around this date. I had 1 baby after essure in (B)(6) 2013. In (B)(6) 2015, I got pregnant with another baby after essure. On (B)(6) 2015 ultrasound showed 1 coil in my cervix and the other was not found. My next baby is due (B)(6) 2016 and we are unaware of this pregnancy outcome as of yet.